Manufacturer narrative:
G4: 27jul2020. B4: 31jul2020. D4: UDI# (B)(4). The replaced touchscreen was received for failure analysis. It was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date recv'd by MFR: 07apr2020. The manufacturer¿s international service technician reported that since the touchscreen could not be calibrated it had to be replaced. The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020 .

Event description:
The customer reported a touch panel failure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The touchscreen will be replaced once the customer approves the repair.